Event description:
A customer reported that when placed into "combo" mode, dash monitors are experiencing inadvertent ECG/arrhythmia limit changes (arrhythmia off) at the central station. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.